Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the second tray from the top did not recognize that the drawer was open and one user was unable to access the drawer in the station. The customer also mentioned that providers had been using a temporary workaround by typing medication names to pull medications, but that was no longer feasible, and requested assistance in determining next steps, including whether a replacement drawer was required. The technical support specialist (tss) logged into the enterprise server and found that the user had the area roles anesthesia and all patients but was unable to access medication. The tss also noticed that another person who could access medication also had all patients' role along with the pharmacy role. So, the tss suggested adding the pharmacy role to the user who was unable to access medication and to check if that resolves the issue. The customer was informed the same and confirmed that the case could be closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the second tray from the top appears does not recognized the drawer was open and user was unable to saw the inventory or able to use the touch screen to select medications and needs to type names for proceed manually. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.